Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a low flow and lvad-fault alarms on (B)(6) 2020. During this time the patient was asymptomatic and the patient was advised to come to the hospital. The vad coordinator noticed that the flow was at 0.5 liters per minute and the motor power was at 15.7 watts. A decision was made to perform a pump reset in ECMO standby as the pump temperature was already above 60 degrees celsius. The reset was done in the intensive care unit (ICU) but the pump did not restart. The motor power was 18 watts with 0 rpm. The device stayed disconnected from this point. The patient was put on inotropes but deteriorated rapidly. The surgeon placed a femoral ECMO in the ICU and the patient was brought to the operating room for a possible pump exchange. While in the operating room, the team noticed that the patient had developed a lung edema. It was decided to change the arterial cannulation from the femoral artery to the central artery. A venous cannula was placed into the outflow graft as a left vent. Due to the lung edema, the team decided to stabilize the patient on ECMO before considering a pump exchange. A pump exchange was performed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed damage to the motor circuitry that would have resulted in the reported alarms, power elevations, and prevented the pump from restarting. The pump was returned with the pump cable severed approximately 4.5¿ from the housing. The sealed outflow graft assembly was not returned. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well under a microscope found scratch marks, which appeared consistent with the pump struggling to lift off the rotor during the reported event. After cleaning, the pump was connected to a mock loop to retrieve the log files. During this process, the rotor did not levitate until manual assistance was provided. While log files were downloaded, the rotor did not spin, but elevations in power and flow were noted, behavior which appear consistent with what was reported to have occurred after the attempted pump reset. The pump was sterilized and forwarded to the abbott zurich facility for further evaluation of the motor. The investigation of the motor confirmed an issue of one of the two drive phases. The drive phases are responsible for turning the rotor, but are also critical to initiation of levitation. The loss of one of the two drive phases compromised the reliability of the pump start-up sequence. This led to the pump not restarting when the pump reset was attempted in the ICU. The other motor drive phase compensated for the failed drive phase, allowing the pump to maintain operation but resulted in the elevated pump power observed during the event. The root cause of the phase current malfunction was damage to one of the internal circuitry components. However, the root cause of the component damage could not be determined. Heartmate 3 lvas IFU rev. G contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. G, provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. The IFU and patient handbook a section entitled ¿caring for the driveline.¿ this section provides information on driveline care and cleaning. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event,